Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation prior to implant the pulse generator displayed an error message. The device was successfully restored to nominal settings. The device was implanted on (B)(6) 2014.